Manufacturer narrative:
(B)(4).

Event description:
The customer reports the guidewire was being pulled and came completely unraveled.

Manufacturer narrative:
(B)(4). The customer returned a single lumen PICC catheter, a stylet, a luer lock sidearm assembly and a product label for evaluation. The stylet was returned advanced through the luer lock assembly which was secured to the catheter extension line. None of the stylet was visible out of the distal end of the catheter. Visual examination of the stylet revealed that it was broken and unraveled on both the distal and proximal ends. The proximal handle was separated and not returned and the distal weld was separated and not returned. The stylet was completely unraveled on the proximal side of the luer lock but a portion was still coiled on the distal side. The distal end of the catheter had been trimmed but no other defects or anomalies were observed with the catheter. The overall length of coiled stylet (not unraveled) measured 11.02" indicating that approximately 15.5" of the stylet is missing based on the specification of 26.0"-27.0" per stylet/handle product drawing. The stylet outer diameter measured 0.0157" which is within the specification of 0.145"-0.0165" per stylet product drawing. The catheter body length measured 16.38" indicating that approximately 7.45" of the catheter was trimmed off based on the specification of 22.75"-23.00" per catheter product drawing. The catheter body inner diameter measured 0.039" which is within the specification of 0.039"-0.041" per catheter body product drawing. The catheter body outer diameter measured 0.0591" which is within the specification of 0.058"-0.061" per catheter body product drawing. A 0.017" lab inventory guide wire with a larger diameter than the returned stylet (measured 0.0178") passed through the extension line and catheter body of the returned catheter with minimal resistance. A device history record review was performed on the catheter and the stylet and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describe specific instructions for intended use of the catheter stylet. In regards to trimming the catheter the IFU states "do not cut placement wire when trimming catheter to minimize the risk of foreign embolism. Check that there is no wire in cut catheter segment, after trimming catheter. If there is any evidence that placement wire has been cut or damaged, catheter should not be used." It also notes "there should be very limited resistance when cutting catheter with supplied trimming device. If using a catheter with a placement wire, any greater resistance is likely to be caused by the placement wire which has not been sufficiently retracted. If so, do not use catheter." In regards to removing the stylet from the catheter the IFU states "remove placement wire and luer-lock sidearm assembly as a unit. Failure to do so may result in wire breakage." It also cautions "to minimize the risk of placement wire kinking, do not clamp extension line(s) when placement wire is in catheter." The customer report of an unraveled stylet was confirmed through visual evaluation of the returned sample. The returned stylet was unraveled on the proximal side of the luer lock assembly and separated on both ends of the stylet body (neither weld was returned). The catheter and stylet met all relevant dimensional and functional requirements and a device history record review did not reveal any manufacturing related issues. Based on the condition of the returned sample and the fact that it was used, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the guidewire was being pulled and came completely unraveled.